Event description:
Hydrops occurs in the operative area several months after the revision. There was no infection and no pain. At the revision surgery, the neck corroded was not occurred. (B)(6) 2014: it was confirmed that the patient experienced a fluid build up (hydrops) in the operative area of the hip several months after the patient's first revision. There was no infection or pain. It was noted that during the patient's revision, there was no sign of corrosion on the neck of the device.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding fluid build-up involving an accolade tmzf stem was reported. The event was not confirmed. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
Hydrops occurs in the operative area several months after the revision. There was no infection and no pain. At the revision surgery, the neck corroded was not occured. On (B)(6) 2014: it was confirmed that the patient experienced a fluid build up (hydrops) in the operative area of the hip several months after the patient's first revision. There was no infection or pain. It was noted that during the patient's revision, there was no sign of corrosion on the neck of the device.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade tmzf stem. Additional devices reported were:unknown polyethylene insert.unknown metal head.it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.